Event description:
Same case as: 2134265-2013-06912, 2134265-2013-06914. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention procedure, automatic pullback was stopped, so the customer switched to manual pullback. However, when they play the pullback data the image also stopped at every single shot. The issue was resolved by setting a new run and completed the procedure. No patient complications were reported and the patient status post procedure was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).